Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: -there is a malfunction in the coupler. -there is a crack in the scope mount. -there is a creak in the lock lever. -there is a dent on the video connector electrical contact point. Based on the results of the investigation, it is likely the following led to the malfunction: as the phenomenon could not be reproduced, it was not possible to estimate the cause. As there was a dent in the electrical contact point of the video connector, it is possible that the phenomenon occurred temporarily due to a contact defect that prevented normal communication. A definitive root cause could not be identified for the coupler malfunction, crack on the scope mount, creak in the lock lever, or dent on the video connector electrical contact point. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The device was returned to olympus for inspection and the reported failure was not confirmed. Based on the results of the investigation, a probable root cause could not be identified. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the subject device has a malfunction where 'the camera is not recognized even when inserted into the main body'. The malfunction occurred during set up / inspection for use for an unspecified procedure. There were no reports of patient harm.